Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a rotated heart. A mitraclip xtw was inserted, and grasping was performed. However, after grasping the leaflets, the clip would not open. Troubleshooting was performed and the clip, but the issue continued to occur. The physician was satisfied with the grasp and decided to deploy the clip. An additional clip was deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a rotated heart. A mitraclip xtw was inserted, and grasping was performed. However, after grasping the leaflets, the clip would not open. Troubleshooting was performed and the clip, but the issue continued to occur. The physician was satisfied with the grasp and decided to deploy the clip. An additional clip was deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.